Event description:
Country of complaint: (B)(6); complaint states: needle detached from suture

Manufacturer narrative:
Us reporting agent notified on: (B)(6)2014; manufacturing site evaluation: samples received: none. As batch number is not available, the batch manufacturing record can not be reviewed. Without any closed sample we can not carry out an analysis in order to take a decision. Remarks: if closed samples are received in the future we will re-open this notification and analyze them. With the information given a further analysis can not be done. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.